Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot. Additional information has been requested. (B)(4).

Event description:
A surgeon report during an intraocular lens (iol) implant surgery the capsule broke during injection. A vitrectomy was performed and a sulcus lens was implanted. Additional information has been requested.